Event description:
Consumer reports getting extremely high reading and ending up in the hosp due to inaccurate insulin dosing. Was adjusting insulin therapy on the high readings. When admitted to the hosp, reading was 27.